Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The device was both t-wave and p-wave oversensing. As a result, patient received high voltage therapy. The lead was capped.